Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, or2 pyxis was on offline and not transferring data. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer had replaced the data port for the station, after which no further disconnections were observed. Continued stable communication was verified. The system functioned as intended after technical support specialist investigated the issue.